Event description:
The subject device was set to deliver at 100m/hr and delivered 1000 ml in one hr. The biomedical engineer at the hosp attempted to duplicate the problem and could not. There was no pt injury.